Event description:
It was reported that there was an issue with the furhman catheter kit. The hub broke off of the pigtail catheter. The guidewire was inserted in order to remove the catheter. However, it was unknown at the time that the distal portion of the pigtail catheter had also broke (detached). A second kit was opened and the pigtail catheter was inserted. The initial procedure was completed successfully using the pigtail catheter from the second kit. When checking the status of the patient's pneumothorax using fluoroscopy 24 hours after the initial procedure the distal tip of the pigtail catheter from the first kit was discovered inside the patient's chest. An additional procedure was performed 24 hours after that to remove the distal tip laparoscopically.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions (sss) for evaluation. However, images of the device were received. The results of the visual/photographic investigation determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: om defect. Loss of material integrity due to increased exposure to uv light as a result of mishandling subsequent to distribution from stryker. Loss of material integrity due to prolonged shelf life.

Event description:
It was reported that there was an issue with the (B)(4) catheter kit. The hub broke off of the pigtail catheter. The guidewire was inserted in order to remove the catheter. However, it was unknown at the time that the distal portion of the pigtail catheter had also broke (detached). A second kit was opened and the pigtail catheter was inserted. The initial procedure was completed successfully using the pigtail catheter from the second kit. When checking the status of the patient's pneumothorax using fluoroscopy 24 hours after the initial procedure the distal tip of the pigtail catheter from the first kit was discovered inside the patient's chest. An additional procedure was performed 24 hours after that to remove the distal tip laparoscopically.

Manufacturer narrative:
A supplemental will be filed once the investigation is complete. Other text : device not returned from facility.